Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The complaint occurred on an unspecified date and involved a chemosafelock bag spike. The customer reported that coring-like foreign matter was observed. There was no report of human harm.

Manufacturer narrative:
The complaint of leakage on the kl-bs001u3 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Event description:
Additional information was received from the customer stating the following: based on the reporting facility's evaluation, no anomalies were observed on the product itself; therefore, the facility now considers that the complaint issue is not attributed to the production-origin.